Event description:
The customer reported the system does not complete boot up and displays an interlock failure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the multi output power supply, the lemo connector receptacle, and the interconnect cable. System operates as intended.